Event description:
A customer reported to baxter (B)(6) an unknown compounding bag in which two of the chambers have burst. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.

Manufacturer narrative:
(B)(4). Additional information: a photo was submitted for evaluation. A visual inspection was done and revealed that the lipid chamber and amino acid chamber had pre-activated. The reported condition was confirmed. The bags used on this code are purchased from an internal supplier. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.